Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient died on day of valve implant. The cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that the patient died due to retroperitoneal bleed. Per the physician, the death was not related to valve. An autopsy was not performed. Updated description of event problem. Updated patient code, device code, eval method code, eval conclusion code. Medtronic received additional information that changed the event description and device relatedness of this previously reported event that was reported in medwatch 2025587-2020-01327. There is no evidence to suggest the device caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.